Manufacturer narrative:
Serial no continued:(B)(4). For the e 801 serial numbers (B)(4) (for 1 event), and (B)(4) the investigation determined that the calibration and qc were acceptable. For the e 801 serial number (B)(4), the investigation determined the qc was acceptable. The calibration data was not provided. The investigation is ongoing. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys estradiol iii assay results for 5 patients tested on cobas 8000 e 801 modules. Refer to the attachment to the medwatch for all patient data. There were questionable results reported outside of the laboratory. The estradiol reagent lot number was 359579 with an expiration date of 30-sep-2019.

Manufacturer narrative:
(B)(4). The field service engineer found the customer's water tank was overdue for cleaning and contamination was found. The customer replaced the water tank. The investigation determined that the customer's actions resolved the issue. The investigation did not identify a product problem. The cause of the event could not be determined.